Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a drop in mean arterial pressure (map). Echocardiogram revealed perivalvular leaks around the aortic valve. Anticoagulant at time of the event was plavix. The patient received blood transfusion. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported perivalvular leaks around the aortic valve could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.